Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pull ring was separating from a transfer set before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. An evaluation of the actual sample was conducted. The sample was received with two loose pull caps. Visual inspection (with the naked eye and using a microscope), leak testing (underwater pressure), clamp function testing and clear passage testing were performed with no issues noted. The set had the two pull caps connected by hand and no problems were identified. The device met product specifications related to the reported event; therefore, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.